Event description:
Gave a hib shot to 2-month-old. When pulling the needle out of the left thigh, the syringe and the plastic base of the needle came up in my hand, but the metal needle stayed in his thigh. Pulled the metal needle out with my gloved hand.